Event description:
As reported (B)(4) 2015, patient of unknown age and gender presented for an microwave procedure of the kidney. It was reported that during the procedure, the applicator did not function properly, causing the microwave unit to display an fault message. The treating physician removed the applicator and used a new of the same device to successfully complete the procedure. The patient suffered no harm or injury due to this event as the defective disposable device did not come into contact with the patient. It was reported the disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one used pmta accu2i intermediate applicator. Visual examination noted that the tip and shaft were bent. Functional testing could not be conducted due to the condition of the returned sample. Based on the condition of the returned device, this complaint has been determined to meet the criteria as a reportable event. The customer's reported complaint description of a fault light is confirmed. Although functional testing could not be conducted due to the condition of the returned sample, it is likely that would fault light would have illuminated. This is based on a visual examination of the device. A possible contributing factor could have been operational context; i.e. Prove placement into hard tissue or lateral forces on the applicator tip during placement or removal. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number, contains a statement: see scanned page. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).